Event description:
The lay user/pt contacted lifescan alleging that the one touch ultralink meter was not powering on, which was unresolved with troubleshooting. There were no allegations of harm or injury.